Event description:
Nurse was in the room when light fell at extension arm pivot support and was hanging by the wires. No injuries occurred.

Manufacturer narrative:
Light was not in use when incident occurred. ER nurse was in room when light fell at pivot support junction and was hanging by the wires. Light was manufactured in 1993 and is part of ongoing recall. End-user was not aware of recall. Per agreements, distributors were to contact all end-users during the recall periods. MFR was not allowed access to end-user records from distributors.